Event description:
The customer reported the system displayed an iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
Ge service rep performed an on site investigation. The field service engineer suspected an increase in the hosp voltage, thereby causing the iris potentiometer error. The system was tested and found to be working as intended and put back into service.